Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this pacemaker was explanted and upgraded to a cardiac resynchronization therapy pacemaker (crt-p) due to intraventricular conduction delay. No additional adverse patient effects were reported.